Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿operator error¿. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was not able to use some of the intermittent catheters as they had a smaller hole. The user also stated that he was unable to drain his bladder with them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was not able to use some of the intermittent catheters as they had a smaller hole. The user also stated that he was unable to drain his bladder with them.